Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10155. It was reported the pt ((B)(6)) has been experiencing sudden and uncomfortable intensity changes in stimulation amplitude since january 2013. The scs system was explanted. No further info is available at this time. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm refers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.